Event description:
It was reported that a spectrum pump alarmed upstream occlusion in the medical/surgical care area. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed (through the history log) but did not reproduce the upstream occlusion alarm. The device was operating out of spec. Eval found cracks in the ultrasonic sensor which could contribute to the false occlusion alarms. The ultrasonic sensor was replaced to correct this condition.